Manufacturer narrative:
Method: device not returned. No evaluation will be performed. Conclusions: no conclusions can be drawn.

Event description:
Information was reported by a consumer on (B)(6) 2011. The pt reported that he/she is a new user of acuvue oasys contact lens (cl). Within 2 weeks of wearing the lens, he/she had to "remove them due to eye pain." On (B)(6) 2011, the pt visited an eye care professional and was diagnosed with a "contact lens peripheral ulcer (clpu)" located in the "4 o'clock region in the od" and was treated with vigamox, q1h for 2 days, then, q2h for 7 days, od, otc lubricating drops and lens rest for three weeks. On (B)(6) 2011, the pt had a f/u visit. Ecp reported pt od was "improved" and pt was instructed to return to contact lens wear. The pt resumed cl wear and after a few days experienced eye pain. On (B)(6) 2011, the pt visited ecp and was again diagnosed with "contact lens peripheral ulcer" located in the "7 o'clock region" od. Pt was treated with vigamox every q2h for 3 days, then, q4h, od, until eye clears, otc lubricating drops and lens rest until eye recovered. On (B)(6) 2011 the pt followed up and reported eye "feeling better." Ecp reported that the pt's eye was fully recovered and the pt could resume cl wear. Product was unavailable for evaluation. A device history review was performed: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. No quality events associated with this lot. The lot history review indicated lot l001hdm was manufactured under normal conditions. If additional information is rec'd, will report within 30 days of receipt. MDR reportable event trends are reviewed quarterly in executive management review meetings.